Event description:
According to the initial report received via email on 28 march 2025, protect study patient experienced ¿left sided paraplegia.¿ event onset is 25 nov 2022 and event is ongoing. The event is recorded as unlikely related to the amds device and unlikely related to the amds procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment for the event was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2022.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. According to the initial report received via email on (B)(6) 2025, protect study patient experienced ¿left sided paraplegia.¿ event onset is 25nov2022 and event is ongoing. The event is recorded as unlikely related to the amds device and unlikely related to the amds procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment for the event was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2022. This investigation is relegated to (B)(4), lot number c2459263e with the allegation that the device is possibly related to the patient experiencing left sided paraplegia. Additional information received 03/31/2025: patient comorbidities: according to ecrf: pre-operative neurologic deficit; pre-operative loss of left radial artery pulse; pre-operative chest pain; aneurysm (ascending aorta, aortic arch, descending aorta, thoracoabdominal aorta); current smoker; hypertension that requires more than 2 drugs or uncontrolled. CT images: according to ecrf: pre-op.-CT available; no discharge-CT available; 3-6mfu CT available. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds55-40, lot c2459263e (finished goods) and c2459191d (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported to on (B)(6) 2025 (study team first became aware on 16feb2025) associated with a patient residing in poland and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds and implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 75-year-old male who had an (B)(4) (serial #/lot #: (B)(6)) implanted on 19nov2022. Adverse event # 3 reported as a cerebrovascular/neurologic event listed as ¿paraplegia¿ with an onset date of 25nov2022 (6 days post-op) with an unknown end date. The ae form described the event as ¿left sided paraplegia¿. The event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was selected as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization. The patient was already in the hospital, treatment was provided, and the event outcome was documented as resolved. The patient was discharged from the hospital on 05jan2023. It is important to note that amds device was not removed, and the patient remained in the study. CT images were provided on (B)(6) 2025. The images were reviewed by an artivion representative, and the following significant finding was documented: ¿no significant abnormalities detected in the CT data. Tc and ams, as well as the head vessels, are perfused. The left-sided paralysis could be due to type a dissection. An aortic dissection can lead to paralysis, as the disrupted blood flow and the tear in the vessel wall can cause damage to the nerves and spinal cord¿. The reviewer agreed with the complaint description. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿spinal cord ischemia (sci) incl. Paraparesis and paraplegia¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.